Event description:
A customer contacted baxter's (B)(4) to report the transfer set became disconnected from the patient line during therapy on the homechoice (hc) machine. The home patient (hp) stated she lost solution and that she reconnected in drain 3 of 6. The technical service representative (tsr) had the hp disconnect and explained that the patient line was not sterile when she reconnected. The hp was advised to end therapy for the night and call her peritoneal dialysis (pd) nurse in the morning. Product surveillance contacted the hp regarding the reported incident. The hp stated that she discovered the separation because she woke up wet due to the fluid that leaked out. The hp stated the cause of the separation was the transfer set was not tight enough. The hp's transfer set was replaced in the clinic and she was given (B)(6). The hp did not know the lot number of the transfer set involved and stated that it was discarded at the clinic. Per the hp, there was no patient injury as a result of this event. The hp has since resumed therapy successfully.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.